Event description:
Procedure type: oophorocystectomy, patient gender: female. According to the reporter, while using the device as a camera port, the balloon exploded. The same event occurred 4 times during the surgery. Nothing, however, fell into the pt cavity. Used another omst10bt to complete the case. No pt injury was reported. No further information was provided.